Event description:
It was reported that the patient was having a pocket revision due to uncomfortable ins position; it was protruding out and uncomfortable. They were considering whether to replace the ins. Longevity calculation was performed to estimate ins battery life. Ins was at 2.9v. Long calc = 51 mos based on current settings. If additional information is received, a follow up report will be sent.